Event description:
It was reported that during a thermal balloon ablation procedure, the impeller was chirping at the start of the procedure. A gradual and steady loss of pressure was noted. The procedure was stopped. The balloon was removed and a wire was noted sticking out of the balloon. A second balloon catheter was used to complete the case. There were no adverse patient consequences reported.